Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope) was that water invaded the scope connector while the user was handling the device, which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem of an e315 unsupported scope error message displayed was unable to be confirmed during the evaluation however it was not able to be ruled out. Also, the evaluation found the device had cracked light cover glasses, the glass adhesive had been worn and the adhesive at the distal end was lifting. In addition the evaluation also found the scope connector had excessive fluid ingress, the angle wires were stretched and variable stiffness. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 unsupported scope error message. The issue was observed during preparation for use for an undisclosed procedure, and the procedure completed with a similar device with no clinical impact or patient harm. It was reported that three scopes had this failure when plugged into the stack. Related patient identifiers: (B)(6) refers to cf-h290eci #2000246 - incident date (B)(6) 2023 (B)(6) refers to cf-hq290l #2953788 - incident date (B)(6) 2023 (B)(6) refers to cf-hq290l #2054149 - incident date (B)(6) 2023.